Event description:
It was reported that a malfunction occurred with the customer¿s pump displaying a code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level as it remained within a normal range. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.